Event description:
Our aware date for this incident is june 25th when we received two catheters from the distributor for investigation, rather than the expected one. This incident is related to MFR. Report: #2023988-2008-00017. The distributor reported on behalf of the user facility, the following incident: icp values fluctuates during the zeroing process of the post craniotomy subdural catheter, it came within a range of 3 to 7 but never could be placed to actual zero. Another post craniotomy subdural catheter was opened, and was able to zero prior to insertion. A standard recommendation for the insertion procedure before placement of the device into the patient is to check to make sure it is zeroed.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated, based on the reported information.